Event description:
It was reported that during lap hemicolectomy procedure, the hand activation buttons on the right side of the shear worked intermittently. The foot pedals were used to complete the case. There was no reported patient consequence.